Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: failure to cross/dislodged stent. It was reported that the physician was working on a very tortuous, calcified right coronary artery (rca). There was poor guide support and the lesion in the rca was behind a number of very severe tortuosities. A bmw guide wire was advanced down and the lesion was predilated with a 2.5 voyager balloon. The physician then attempted to advance the 2.75x12 mm promus stent delivery system (sds). The physician was able to get the promus stent through the proximal bends, but was unable to make the hard bend to the mid lesion. When the sds was pulled back, it became caught on some calcium, which pulled the stent off the delivery system. The stent came off in the prox rca, but was still on the guide wire. The physician put down another company's 2.5x12 mm balloon which was inflated and placed the dislodged promus stent in the prox rca without difficulty. Then was able to advance a 2.5x12 balloon to the mid rca lesion to predilate and place 2.5x8 mm promus mid lesion and a 2.75x12 mm promus proximal to the mid stent, without further incident. No additional information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
Stent dislodgement can be influenced by many factors...improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal , forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. The anatomical condition was heavily tortuous and calcified. The non-resorbable material unretrieved in the body is a secondary effect of the stent dislodgement. Failure to advance and stent dislodgement appear to be related to circumstances of the procedure, resulting in the nonresorbable materials unretrieved in the body.